Event description:
This supplemental report is being submitted due to completion of the investigation on 20-mar-2023.

Manufacturer narrative:
Device evaluation: 1 x zebd-5-4 device of lot unknown was not returned to cirl. With the information provided, a document-based investigation was conducted. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to pr (B)(4) (report reference number 3001845648-2023-00043).document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zebd-5-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert ((B)(4)) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Historical data not reviewed as lot number unknown. To ensure conformity of all batch release products, pack qc procedures verify that the following information on the label (product label, tag, temporary) is correct as per the work order: this is completed by verifying the presence of all required labels on the back of the work order/reject sheet where required. Labelling qc procedures as per this document also verify that the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions. The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) state the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, there were no adverse effects or health consequences to the patient. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After straighten the pigtail part of the stent, the user attempted to advance it over a wire guide (olympus visiglide 0.025 inch), but he felt resistance and stop using this stent (pr 383974 stent kinked/bent). The pigtail got kinked. He selected same rpn stored at the hospital to complete the procedure using same wire guide (pr 384081 user error wrong wire guide). Note: wrong wire guide used with both devices. No health hazard. [Additional information] 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact pls. Refer event description. 2 what was the target location for the stent? 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Orimpus / visi glide 0.025. 5 was the wire guide lubricated prior to use? 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? 11 if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.